Event description:
It was reported the pt was unable to feel normal and magnet stimulation. All diagnostics were reported to be "ok". It was additionally reported the pt was having an increase in seizures. Good faith attempts are being made for additional info surrounding the reported events.